Manufacturer narrative:
(B)(4)

Event description:
It was reported that when patient presented to the hospital for other reasons, intermittent ventricular oversensing was observed on the device. Patient had presyncopal symptoms. It was suspected that a portion of an abandoned lead may be contributing to the pacing mode. Programming changes were recommended. Patient will continue to be monitored. At a later follow up device was explanted and a new device was implanted. No further information available.